Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of oversensing is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the manufacturing documentation for this device was unable to be performed as the serial number is unknown. Device technical analysis: this lead was not returned. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
The information below reflects details received via mw5179844. No additional information could be obtained. D: caller provided patient's device serial number. Patient passed away (B)(6) 2025. Physician is asking: why the treated episode lasted so long and if the device was undersensing. Please review episodes 215, 216 and 223. For episode 216, delivery of 39.1j shock did convert rhythm. Discussed some undersensing as well as oversensing of low amplitude likely if with no atrial rhythm noted. Discussed 30ms cross chamber blanking. Discussed that episode duration for the vf episode is onset plus detection to first long interval of termination. Onset is 3 consecutive vf events. On (B)(6) 2025, 19:03:32 *rv lead integrity warning: 2 or more high rate-ns episodes < 220 ms. Sensing integrity counter >= 30 in 3 d. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
The information below reflects details received via mw5179844. No additional information could be obtained. The date of death was not reported. D: caller provided patient's device serial number. Patient passed away (B)(6) 2025. Physician is asking why the treated episode lasted so long and if the device was undersensing. Please review episodes 215, 216 and 223. For episode 216, delivery of 39.1j shock did convert rhythm. Discussed some undersensing as well as oversensing of low amplitude likely if with no atrial rhythm noted. Discussed 30ms cross chamber blanking. Discussed that episode duration for the vf episode is onset plus detection to first long interval of termination. Onset is 3 consecutive vf events. On (B)(6) 2025 19:03:32 *rv lead integrity warning: 2 or more high rate-ns episodes < 220 ms. Sensing integrity counter >= 30 in 3 d. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).